Event description:
Discordant advia 1800 calcium (ca_2) results were obtained on eight patients and not reported to the physicians. The same samples were repeated on an alternate advia 1800 system and the corrected results were reported. There are no known reports of adverse health consequences or patient intervention due to the discordant calcium_2 results.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the cause for the discordant ca_2 results was unknown. The fse replaced the dilution in pump (dip), dilution out pump (dop), mixers and checked the wash station. The instrument is performing according to specifications and no further evaluation of the system is required.